Event description:
It was reported that the patient presented to the emergency department with syncope/near syncope symptoms. A device check showed the right ventricular (rv) lead experienced chronically high thresholds for the past few months. Attempts to obtain additional information were unsuccessful. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.